Event description:
It was reported that prior to a thrombectomy and atherectomy procedure in the left superficial femoral artery via the right femoral artery, the catheter was allegedly not rotating. The procedure was completed using another device. There was no reported patient contact.

Manufacturer narrative:
H10: the catalog number identified in section d4 has not been cleared in the us but is similar to the rotarex products that are cleared in the us. The pro code and 510 k number for the rotarex products are identified in d2 and g4. H10: manufacturing review: a manufacturing review was conducted and there was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: the catheter was returned for evaluation. A physical investigation was performed for the catheter. During physical investigation the helix was broken at 140 cm distance from the tip of the catheter and the tube was kinked at the same position at 140 cm from the tip of the catheter. It was not possible to specify the root cause further using the information provided by the user. Therefore, the investigation is confirmed for the helix break. Catheter was received with sterile packed guide wire and a drape. A clear root cause could not be established. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H11: section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.